Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our italian affiliates, approximately 4 years and 9 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a valve-in-valve procedure due to degeneration leading to valve stenosis with a mean gradient of 55mmhg. The patient presented dyspnea on exertion (nyha iii) and a non-edwards transcatheter valve was implanted. The patient was noted to be doing well and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander with sapien 3 ultra valve was reviewed. Potential adverse events include, ' structural valve deterioration (wear, fracture, calcification, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for degeneration/deterioration was empirically confirmed per information provided by the field clinical specialist. Due to unavailability of the valve serial number, a review of the DHR and lot history was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'patient underwent intervention for a valve-in-valve after an implant duration of 4 years and 9 months due to degeneration leading to valve stenosis with mean gradients of 55mmhg. The patient presented dyspnea on exertion (nyha iii). A non-edwards transcatheter valve was implanted'. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.' Due to limited information provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.